Manufacturer narrative:
After speaking with spokes person about receiving the sample from the hosp, co has rec'd a letter from her stating that co would not receive either the bag or positive end-expiratory pressure valve involved. Co has been told the lot # of the bag, but not of the positive end-expiratory pressure valve itself. Hosp spokes person indicated that the unit was brought into their facility with the transported pt and was used during the transport. Hosp does not use allegiance bags or positive end-expiratory pressures, however, they did keep this bag with the pt and use it again at later time. She advised that they did not know if the bag had been used by the pt at the previous facility. Functional testing of the bag before use would have indicated an occlusion from secretions and indicated that a replacement positive end-expiratory pressure (or another bag unit) be used.